Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator did not pace at the set rate. Analysis did find that the high rate cover was missing, that the upper and lower cases, two side bail covers and the ring cover were broken, one knob spring was damaged and the ring was bent. (B)(4).

Event description:
It was reported the rate was high when set low. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Event description:
It was reported the rate was high when set low. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.